Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1600473 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During stapling the staples did not close but remained open. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the staples misaligned, and the trigger was not fully released. The stapler was received with 29 staples left in the cartridge indicating that at least 6 staples were fired by the end user. The complaint has been confirmed. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was partially formed and would not release. Upon pulling the trigger for a second attempt to form a staple the results were the same with no release. This was repeated two more times with the same result. Staples would never realign by themselves during various manipulations of testing. Correct firing of the staples was never achieved. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must other remarks: be squeezed all the way in." The complaint has been confirmed. The root cause cannot be determined for the misaligned staples. No corrective/preventative actions will be assigned the reported complaint of "the staples did not close" was confirmed based upon the sample received. The stapler was returned with the staples misaligned and alignment was never achieved at investigation. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined. No further action will be taken.

Event description:
During stapling the staples did not close but remained open. The patient's condition was reported as fine.